Event description:
The reporter stated that during a surgical procedure, the tip of the screw head broke off when the doctor was trying to insert the spin screw during surgery involving the second metatarsus. It was difficult for the surgeon to remove the tip of the screw. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.